Manufacturer narrative:
The device was not returned. The reported issue was confirmed. The root cause identified as a temperature cable failure. Per follow up information received via task on 12jun2025, it was reported that the device was repaired onsite and replaced the temperature probe cable. The device was returned to the department and was currently available for use. No patient involvement reported. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A DHR review is not required as the serial number is unknown. Correction: b, f, h. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed troubleshooting erratic temperature alarms in an arctic sun device. Per follow up information received via task on 12jun2025, it was reported that the device was repaired onsite and replaced the temperature probe cable. The device was returned to the department and was currently available for use. No patient involvement reported.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed troubleshooting erratic temperature alarms in an arctic sun device.